Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that the surgeon used gold awl to create bone hole in prep for anchor, upon screwing anchor in the surgeon noticed a thread was peeling from anchor, anchor was backed out and a second opened and used no issue. A second hole was created for an additional medial row anchor the same issue occurred and a second anchor was used with no issue. No patient injury reported.